Event description:
Information received indicates the nurse call is not alarming at the nurse's station when the nurse call button is pressed.

Manufacturer narrative:
The technician replaced the sidecom board to repair the bed.